Manufacturer narrative:
The customer had the setup disconnected, walked the customer through connecting if cable from the gas unit to the bsm and verified the power to the gas bench and that the "measure" pushbutton was in. Parameter was then displayed shortly. Unable to replicate the customers issues. Explained to customer the possible causes and simulated connection error messages. Also had them check that the pin connectors were not damaged. The customer feels confident of the system operation. They will call back if needed. No further info provided. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
Imp ref # (B)(4).